Event description:
It was reported that the tip of the guidewire detached. A 300cm v-18 control wire was selected for use in a procedure in the posterior tibial artery to treat a non-calcific chronic total occlusion. The tip of the guidewire broke off. No patient complications were reported.

Manufacturer narrative:
Device returned and evaluated by manufacturer. Visual inspection the returned guidewire showed the distal tip bent/kinked with a section of the core wire exposed due to the detached polymer jacket. Microscopic analysis revealed that the polymer jacket detached was confirmed and the tip was visible. Dimensional inspection shows the device was measured in three sections (distal - medium - proximal) and confirmed to be within specification.

Event description:
It was reported that the tip of the guidewire detached. A 300cm v-18 control wire was selected for use in a procedure in the posterior tibial artery to treat a non-calcific chronic total occlusion. The tip of the guidewire broke off. No patient complications were reported.